Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected pump error alarm. Blood glucose value was 161 mg/dl at the time of the incident. The customer was unable to rewind the insulin pump troubleshooting was performed but did not resolve the issue and the device will be replaced and returned.

Manufacturer narrative:
The device received with constant pump error 38 alarm noted during test, due to corroded motor home switch.